Event description:
Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the patient experienced wound dehiscence and infection at the implant site. The device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of the date of this report.